Event description:
A malfunction was reported on a pump, identified by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the caller in successfully resetting it. The malfunction did not reoccur, and the customer was advised to continue using the pump and to call back if the issue recurs, which the customer understood.